Event description:
Distributor patient's wife contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient developed a severe infection from a sensor after removal and the insertion site was red, swollen and hard. Patient's wife relayed patient went to the doctor on (b)(60 2014 and was prescribed a strong antibiotic, as infection was described as severe. Patient's wife did not report any other injury or further medical intervention at the time of the call to dexcom technical support. At the time of the call with dexcom technical support, the current condition of the patient was reported as very healthy.

Manufacturer narrative:
(B)(4). During complaint closure review, it was determined that this complaint is a reportable event/serious injury.